Event description:
Procedure: gastrectomy. According to the rptr: on the side-side anastomosis, mucosa from staple line stump to the tip was peeled off on the esophagus side. It seemed that the membrana mucosa was cut properly. Additional manual suturing was done to address this condition which extended surgery time by more than 30 minutes.

Manufacturer narrative:
(B)(4).